Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked. The following information was provided by the initial reporter: "material no. 367342, batch no. 0342148 it is reported customer experienced leaking. Verbiage received, - "blood leaking from the front of bd push button after needle is retracted.""

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked. The following information was provided by the initial reporter: "material no. 367342, batch no. 0342148 it is reported customer experienced leaking. Verbiage received, - "blood leaking from the front of bd push button after needle is retracted.""